Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. As the device was not returned for analysis the investigation was unable to determine a conclusive cause for the reported leak difficulties. There is no indication of a product quality issue with respect to manufacture, design or labeling. The additional 20/30 priority pack indeflator device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the indeflator was prepped; however, when negative pressure was completed air was noted in the connector. Another indeflator was prepped and air bubbles were still observed in the connector after pressure was negative. Another device was used to successfully complete the procedure. There was no adverse patient effects reported and no clinically significant delay reported. No additional information was provided.